Manufacturer narrative:
Correction: h6 investigation conclusion code.

Event description:
During an occluder procedure, the amulet was dislodged/detached by the ablation catheter and required a snare for retrieval. A 31mm amplatzer amulet left atrial appendage (laa) occluder (lot:8742339) was used for implantation with an unknown delivery system. Sizing was determined via transesophageal echocardiogram (tee) and computerized tomography (CT). A concurrent ablation of atrioventricular node procedure was to be performed. Two to three minutes after implantation of the occluder device, during ablation, the occluder detached / dislodged from the implant site and was free in the left atrium. The device was snared and removed from the right femoral vein. The patient was reported to be hemodynamically stable throughout the procedure. A replacement amulet was not implanted.

Manufacturer narrative:
Additional information: b5, g3, h2, h3, h6. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident of the occluder becoming dislodged/detached was due to a slightly oversize device along with a pause in heartbeat which resulted in a large contraction. The ep device functioned as intended.

Event description:
The ep device functioned as intended. Per the physician, a slightly oversize device contributed to the dislodgment along with a pause in heartbeat which resulted in a large contraction.